Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: allograft bone. Medical product: lateral mass instrumentation system 3.5. Medical product: polyaxial screws x 12 mm in. Medical product: 70mm 3.5 titanium rods. Medical product: 10 ml medtronic grafton allograft bone putty. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed a rash while using 72r electrodes. The patient experienced welts on the skin. The patient states that she usually does not have skin sensitivity. She wore the electrodes on her neck. The patient changed the electrodes every day and rotated the position on her skin. The patient spoke with her doctor was told to apply hydrocortisone to area. She was advised to take a break in treatment until her skin was completely healed then conduct a time test at 1 hour increments starting with the 63b electrodes. It was reported that no further information is available.

Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, and g6 type of report. Additional information: g3 date received by manufacturer, h2 if follow-up, what type, h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient developed a rash while using 72r electrodes. The patient experienced welts on the skin. The patient states that she usually does not have skin sensitivity. She wore the electrodes on her neck. The patient changed the electrodes every day and rotated the position on her skin. The patient spoke with her doctor was told to apply hydrocortisone to area. She was advised to take a break in treatment until her skin was completely healed then conduct a time test at 1 hour increments starting with the 63b electrodes. It was reported that no further information is available. The patient later reported that she does not have skin sensitivity usually. The patient did experience a welt on the skin. She has no skin allergies or seasonal allergies. She has not changed the brand of lotions, creams, or detergents. The patient does take blood pressure medication but for low blood pressure. The hydrocortisone that her doctor suggested was over-the-counter. The 72r electrodes were not returned for evaluation.